Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot. All available information was investigated, and the reported gripper line break and gripper actuation issues were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that while the gripper actuation issue appears to be due to the gripper line break; however, a conclusive cause for the gripper line break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is being filed to report the gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. During grasping, it was noted the grippers were not moving and a gripper line break was suspected. The cds was removed without issue. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.